Manufacturer narrative:
H3-device evaluation: the lens was returned with moisture in a micro-centrifuge vial. Visual inspection found that the haptic was broken. Dimensional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+3.5/086 (sphere/cylinder/axis) flipped after injection into the left (os) eye. There was patient contact with the lens but no patient injury. Reportedly the lens was then "torn during the hand over hand removal technique." The lens was implanted and removed intraoperatively on (B)(6) 2021. An alternate lens was implanted at a later date. See MFR report # 2023826-2021-04901 for replacement lens.